Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning damage to power lead. The reported damage to the power lead does not appear to be causing any unusual events at this time. The patient was scheduled to have the controller changed along with modular cable. Modular cable MFR# 2916596-2023-07165.

Event description:
It was further reported that the patient was scheduled to have controller exchanged along with modular cable, but the date was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable could not be confirmed through this evaluation. Provided information indicated that it was planned to exchange the heartmate 3 system controller (serial number: (B)(6)) and modular cable; however, the date for the exchange was not yet set and no products have returned for analysis. Log files were submitted for review, containing approximately 1 day of data ((B)(6) 2023 to (B)(6) 2023 per the timestamp). Throughout the data, the controller appeared to perform as intended and the pump maintained a speed above the low speed limit without issue. The root cause of the reported event could not be conclusively determined through this evaluation. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the system controller and modular cable were ultimately exchanged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable could not be confirmed through this evaluation. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6)) and modular cable were exchanged in november of 2023; however, the exchanged products were not returned for analysis. Log files were submitted for review, containing approximately 1 day of data (11sep2023 to 12sep2023 per the timestamp). Throughout the data, the controller appeared to perform as intended and the pump maintained a speed within the expected range without issue. The root cause of the reported event could not be conclusively determined through this evaluation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook ( section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.